Event description:
It was reported a intravia container leaked. The event was further reported as ¿the stopper fell out¿. The user noticed ¿severe fraying around the edges of the stopper.¿ the customer used a 20 gauge needle. The event occurred before use. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, the reporter clarified the event as "a 20gauge needle was being used and the stopper came off while still attached to the needle". H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, roughness in the injection site could be observed. The reported condition was verified. Due to the nature of the provided sample, no further testing can be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.